Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the no delivery test due to prime anomaly. Motor passed motor test. Device was received with cracked case at display window corners and minor scratched display window.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery and motor error. The customer was receiving no deliver alarms and then motor error alarms and he changed the battery and complete set until he was able to prime but it would still alarm no delivery during bolus. Blood glucose value was 386 mg/dl which he treated with insulin pen. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.